Event description:
They didn't know what steps were taken to resolve the issue of not being able to physically fit the leads where they needed to go when implanted, as well as the issue of not being able to get stimulation in the right spot. No further information was provided.

Manufacturer narrative:
Other applicable component is: product ID: 3986a, lot# n282365, implanted: (B)(6) 2011, product type: lead.

Event description:
The patient reported they were never able to get the lead in the proper position, so therapy never did was the patient needed it to do. The lead physically would not fit where they needed it to go and never stimulated the right spot so the patient never really used stimulation. The ins was indicated for non-malignant pain and cervical radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.